Event description:
Customer reported unexpected negative reactions on a patient sample with a known anti-k. The sample was tested on the galileo using a 4 cell screen assay.

Manufacturer narrative:
The observations and results were confirmed. It is possible that the camera reader lamp drifted in intensity and/or spectrum.